Event description:
It was reported that the stopper falls out of bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: today I received 2 tubes of edta from our anzures branch, however the stopper falls off easily.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Customer informed us that they had no issue with part # 368159. The issue was with the edta tube that was previously captured with MFR report #1917413-2020-00969 and reported for malfunction.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the stopper falls out of bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from spanish to english: today I received 2 tubes of edta from our anzures branch, however the stopper falls off easily.